Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for daughter via phone call for cosmetic damage. Blood glucose was 85 mg/dl. Customer reported that the reservoir in the top is, took the old one out and the seal on the top started to break off. Customer reported the reservoir is unable to lock in place when inserted into pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with partially broken off reservoir tube lip. However the test reservoir was lock/click in place. Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test.